Event description:
Customer reports obtaining act results for four patients during an unspecified procedure in the radiology department with elite instrument / act-lr assay that were atypical from past experience. No intervention or alteration of therapy required due to results. No report of patient adverse event or other medical impairment for patients. This report is for patient 1 of 4.

Manufacturer narrative:
(B)(4). Manufacturer evaluation / investigation currently in progress.